Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was completely black. The user attempted to reboot the device; however, the issue persisted and the screen remained unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black. A field service engineer (fse) identified that the full height (fh) drawer was preventing the station from booting, replaced the fh controller and drawer controller board, reconfigured the drawer, and tested its operation, confirming proper functionality and resolving the issue. The system functioned as intended after the field service engineer repaired the device.